Event description:
It was reported that during an implant procedure, both the right atrial (ra) lead and left ventricle (lv) lead exhibited extremely high thresholds. The physician decided to discontinue the procedure with no replacement. The patient had no consequences.

Manufacturer narrative:
B5 was corrected from right ventricle lead to left ventricle lead.

Event description:
It was reported that during an implant procedure, both the right atrial (ra) lead and right ventricle (rv) lead exhibited extremely high thresholds. The physician decided to discontinue the procedure with no replacement. The patient had no consequences.

Event description:
It was reported that during an implant procedure, both the right atrial (ra) lead and left ventricle (lv) lead exhibited extremely high thresholds. The physician decided to discontinue the procedure with no replacement. The patient had no consequences.

Manufacturer narrative:
The reported event of unacceptable capture threshold was not confirmed. Final analysis on visual and x-ray examination of the lead did not find any anomalies. Electrical testing of the lead did not find any indication of conductor fractures or internal shorts.